Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05715. It was reported that the device exhibited non-sustained right ventricular oversensing episodes. It was suspected that oversensing was due to noise most likely by myopotentials or lead noise. Multiple auto mode switch episodes were noted due to competitive atrial pacing. The patient presented in clinic on (B)(6) 2019. The noise was not reproducible with isometrics. Programming changes were made. The patient was asymptomatic.